Event description:
It was reported that episodes of noise were observed on the right ventricular (rv) lead. No intervention has been performed. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that episodes of oversensing were observed on the right ventricular (rv) lead. The device was reprogrammed to resolve the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.